Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer states the connector is damaged from plugging in wrong to extension cable.